Manufacturer narrative:
Customer used personal protective equipment (ppe) to wipe off-cap threads, but decided not to use the ise buffer containers, and requested replacement. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and stated they found crystals possible from a leak around cap threads on synchron ise buffer reagent. No injury was reported in connection with this event.